Event description:
It was reported that the patient was admitted to the hospital due to severe catatonia related to a lack of therapy. The system had been off. After it was turned back on in the hospital, the system interfered with EKG monitoring. The neurostimulator also had high impedance readings, greater than 40000 ohms on electrode 2. The patient had not fallen or had any incident. Additional information was requested.

Event description:
Additional information received clarified the high impedance event was related to the patient's left neurostimulator which is reported in manufacturer report # 3004209178-2012-03463.

Manufacturer narrative:
Extension: model 7482a40, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Lead: model 3387s-40, lot# v101646, implanted: 2008 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).